Event description:
Clinical study. It was reported that 701 days after a coronary drug eluting stenting treatment procedure, the patient expired. Target lesion 1 (18 mm long) was identified in the saphenous vein graft (svg) to first diagonal branch (1st diag) with 70% stenosis and a 3.5 reference vessel diameter. The lesion was neither calcified or tortuous. Target lesion 1 was treated with placement of a 3.5 x 20 mm taxus express2 stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. Seven hundred and one days later, the patient expired. The cause of death and device causality is unknown at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.